Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw (B)(4)) on 06-nov-2015. The most recent information was received on 07-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain /") and genital haemorrhage ("abnormal bleeding(general)") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism, insomnia and chronic pain. Concurrent conditions included morbid obesity. Concomitant products included levothyroxine sodium (synthroid), multivitamin and tramadol. In 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), vaginal discharge ("discharge , vaginal discharge very u comfortable daily"), dyspareunia ("painful sex dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergic or hypersensitivity reaction type: allergy"), female sexual dysfunction ("apareunia (inability to have sexual intercourse) inability to have sexual intercourse"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression"), headache ("headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue (all day felt tried)") and weight decreased ("weight loss / weigh gain/loss (specify which one ) weight loss"). On (B)(6) 2015, the patient experienced rash ("rash/skin rash"), abdominal distension ("bloat/bloat"), menstrual disorder ("horrible periods"), dysgeusia ("metallic taste in mouth") and nervous system disorder ("neurological issues"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("hormonal changes describe: irregular periods"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), the first episode of urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection/ feeling uncomfortable all day having to be having to be on a lot of antibiotics"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract disorder"), the second episode of urinary tract infection ("bladder or urinary problems or changes : utis"), abdominal pain lower ("lower stomach pain"), back pain ("terrible stabbing pain"), adnexa uteri pain ("ovaries pain") and discomfort ("feeling uncomfortable/very uncomfortable daily"). The patient was treated with surgery (ablation,salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, abdominal distension, menstrual disorder, dysgeusia and nervous system disorder had not resolved, the genital haemorrhage, migraine, vaginal discharge, dyspareunia, vaginal haemorrhage, hypersensitivity, female sexual dysfunction, anxiety, depression, bladder disorder, urinary tract disorder, headache, allergy to metals, dysmenorrhoea, fatigue, weight decreased, the last episode of urinary tract infection, abdominal pain lower, adnexa uteri pain and discomfort outcome was unknown and the menstruation irregular, menorrhagia and back pain had resolved. The reporter provided no causality assessment for abdominal distension, dysgeusia, menstrual disorder, nervous system disorder and rash with essure. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, anxiety, back pain, bladder disorder, depression, discomfort, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstruation irregular, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight decreased, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.4 kg/sqm. Hysterosalpingogram - in 2011: total bilateral occlusion. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the reported medical events are not necessarily indicative of a quality defect. No batch number was reported, therefore neither a technical batch investigation nor a similar case review in the gpv database is possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus no relationship between the reported events and a quality defect. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. Her demographic was added. Historical condition added. Lab data added. Concomitant condition added. Following event ; hormonal changes describe: irregular periods, abnormal bleeding(general), abnormal bleeding(vaginal), menorrhagia, allergic or hypersensitivity reaction type: allergy, infection (bladder/urinary tract/vaginal) type: urinary tract infection/ feeling uncomfortable all day having to be having to be on a lot of antibiotics, apareunia (inability to have sexual intercourse) inability to have sexual intercourse, psychological or psychiatric problems condition: anxiety, depression, bladder problem, urinary tract disorder, headaches, nickel allergy, dysmenorrhea (cramping), fatigue (all day felt tried), weight loss / weigh gain/loss (specify which one ) weight loss, bladder or urinary problems or changes : utis, lower stomach pain, terrible stabbing pain,ovaries pain and feeling uncomfortable/very uncomfortable daily. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included multivitamin. In 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rash/skin rash"), abdominal distension ("bloat/bloat"), menstrual disorder ("horrible periods"), dysgeusia ("metallic taste in mouth") and nervous system disorder ("neurological issues"). On an unknown date, the patient experienced migraine ("migraines"), infection ("infection"), vaginal discharge ("discharge") and dyspareunia ("painful sex"). The patient was treated with surgery (essure was remove). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, abdominal distension, menstrual disorder, dysgeusia and nervous system disorder had not resolved and the migraine, infection, vaginal discharge and dyspareunia outcome was unknown. The reporter considered dyspareunia, infection, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter provided no causality assessment for abdominal distension, dysgeusia, menstrual disorder, nervous system disorder and rash with essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the reported medical events are not necessarily indicative of a quality defect. No batch number was reported, therefore neither a technical batch investigation nor a similar case review in the gpv database is possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus no relationship between the reported events and a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: reporter, product implanted, explanted date and events skin rash, migraines, infection, discharge, painful sex and pain added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.